Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s touchscreen cracked during a reported robbery-related altercation, after which the display was not readable and the device could not be used; the user transitioned to multiple daily injections and was advised the device was no longer watertight and would require replacement. Symptoms included no reported changes in blood glucose levels. Outcomes included continued therapy via multiple daily injections and ongoing cgm use with the dexcom app or receiver. Investigation included customer interview and coordination of replacement logistics, including shutdown guidance and return instructions. Investigation of this device revealed physical damage to the touchscreen rendering the display nonfunctional and preventing assessment of device functionality. It was concluded, based on previously established findings for similar reports, that the cause was external physical damage.